Event description:
It was reported that during one accute cerebral infarction with stenosis case, the operator used balloon (subject device) but it couldn't be inflated. When took it out and tested it outside patient's body it found leaked. It was confirmed that leakage happened inside the patient and observed after use. The operator replaced it with a new balloon and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. B1 adverse event/product problem - corrected - no product problem. H1 type of reportable event - corrected - no malfunction. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter shaft was found to be kinked/bent, and there was crystalized contrast media noted within the balloon catheter. A functional test for balloon failed to inflate¿ the balloon could be inflated without difficulties, and for balloon leaked ¿ there was no leakage noted during the test. The reported complaint was not confirmed during analysis, however the kink to the device may have caused inflation issues. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. The device was returned for analysis and the balloon catheter shaft was found to be bent. It is probable that the balloon catheter was damaged during the clinical procedure. The balloon was inflated without difficulty and no leakage was noted. The kink to the balloon catheter shaft was not significant to prevent inflation during analysis, however, it is possible that the kink may have caused inflation issues during use, however, this cannot be definitively determined. An assignable cause of not confirmed will be assigned to the reported ¿balloon leaked during use¿ and ¿balloon failed to inflate¿. An assignable cause of procedural factors will be assigned to the analyzed ¿balloon catheter kinked/bent¿. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during one accute cerebral infarction with stenosis case, the operator used balloon (subject device) but it couldn't be inflated. When took it out and tested it outside patient's body it found leaked. It was confirmed that leakage happened inside the patient and observed after use. The operator replaced it with a new balloon and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.